Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited under-sensing of atrial fibrillation. Programming changes were discussed but no intervention was performed. No patient consequences were noted.